Event description:
It was reported that during an implant procedure, high impedances were measured and that the lead would not tighten in the neurostimulator. Three attempts of inserting the lead into the device without success. The physician then implanted a new neurostimulator and everything "turned out fine." The pt was reported as doing great with no complications noted.

Manufacturer narrative:
(B)(4).